Manufacturer narrative:
The information provided by (B)(4). No additional information is available at this time. Additional follow-up information may be obtained by the clinical affairs as it becomes available. Catalog numbers and lot codes of other devices listed in this report: cat # 6260-9-336, lot #mjkjvl, description: v40 cocr lfit head 36mm/+10. It cannot be determined which, if any of these devices may have caused or contributed to the pt's infection.

Event description:
It was reported that, "a study subject enrolled in the trident tritanium acetabular shell revision study (B)(4) had previous implants manufactured by (B)(4). These components were subsequently revised due to infection."